Event description:
Pt is a 42-year-old married white male admitted 7/20/94 for further evaluation of lung mass and pain control. He died suddenly on 7/27/94 of cardiopulmonary arrest. Final cause of death: (1) cardiac involvement with primary lung carcinoma. (2) huge pericardial effusion. (3) decreased cardiac output manifested by peripheral edema, breathlessness and low p02 and ascites. During hospitalization he was being treated for acute pancreatitis pain also thought secondary to metastatic disease from his primarty lung carcinoma. During previous hospitalization, CT scan of the brain outlined two or three matastatic areas as well.